Manufacturer narrative:
The device was initially reported as expected to be returned for evaluation, however; it was confirmed by the clinicians that the pump will not be returned evaluation. A correlation between device and the reported event could not conclusively be established through this evaluation. The clinicians communicated that the patient underwent a system controller exchange on (B)(6)2017. There were no alarms reported for the event and the reason for the system controller exchange was not provided. On (B)(6)2017 the vad clinicians reported that the patient underwent a pump exchange due to suspected thrombosis and a deposition was found on the rotor at explant; however, a full examination of the device could not be conducted because it was not returned for evaluation. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 years and 1 month. The explanted pump is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. On (B)(6) 2017, it was reported that the patient¿s system controller was exchanged. No further information was provided. On (B)(6) 2017 the vad coordinator reported that the pump was exchanged due to thrombosis found in the rotor. No additional information was provided.